Event description:
A nurse reported that her surgeon's colleague (in another state) has an unknown number of patients who have had tass (toxic anterior segment syndrome) reactions following intraocular lens (iol) implant surgeries. The reported symptoms include excessive than normal inflammation and fibrin-coated iols that track back to wound. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample returned. No evaluation can be done because there was no complaint sample/no lot number provided by the reporter. The root cause cannot be determined. Additional information was requested from the initial reporter on 01/12/2012 and 02/07/2012 by phone regarding contact information for the surgeon's colleague. The initial reporter has been unable to provide the information; therefore, no follow-up could be conducted with the surgeon's colleague. (B)(4).